Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that customer had high blood glucose of 599 mg/dl. It was reported that a 911 call was made for high blood glucose. It was reported that customer had discomfort with insertion of infusion set. When infusion set was removed, it was bent. Caller did not want to troubleshoot for high blood glucose due to belief that high blood glucose was caused by bent cannula. Carb ratio, sensitivity and basal rates were changed by healthcare professional.